Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13678. It was reported the patient has lost coverage on one side. Diagnostic testing revealed the right lead has high impedance on all contacts. The patient is pending a consult with a surgeon.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13678. The patient's leads were explanted and replaced with a different lead model. The patient reportedly receives effective stimulation therapy.